Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the stent interacted with the guide wire during advancement and/or retraction through the stent struts causing the reported stripped guide wire (device damaged by another). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately calcified lesion in the distal right coronary artery (rca). The prowater guide wire was in the distal rca and then a balance middleweight universal ii (bmwuii) guide wire was brought into the posterior descending artery (pda). The pda was stented on the bmwuii guide wire with a 3.0x38 mm xience xpedition stent, jailing the prowater guide wire. A xience xpedition stent was deployed at 10 atmospheres (atm) for 7 seconds and the guide wires were exchanged, putting the prowater into the pda and the bmwuii into the stent struts to open the side branch. The mid rca was then stented with a 3.5x38 mm xience xpedition stent at 18 atm for 15 seconds. After the procedure, the physician noted that the prowater guide wire was stripped [peeled] and damaged. No resistance was noted during the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.